Manufacturer narrative:
The pump passed the functional tests including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The insulin pump functioned properly and was received with a cracked case on the display window corners, a minor scratched lcd window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a burnt indicator where there motor is and he has had two diabetic comas on (B)(6) 2015 and (B)(6) 2015. Customer went to see his endocrinologist and he was told that this medication was fine. Customer's blood glucose was 45 mg/dl at the time of the incident. Customer's current blood glucose is 126 mg/dl. Customer stated that he was treated at home by his wife on (B)(6) 2015. Customer stated that he treated with food and glucose tablets. Customer was treated by paramedics at a baseball game on (B)(6) 2015. Customer stated that he was not admitted and his blood glucose wend down to 205 mg/d. Customer stated that there was damage on the battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the delivery accuracy test.